Event description:
The patient reported that she experienced 8 vgos where the needle button released on its own. The patient stated she did not bump into the vgo or accidently press the needle release button. The patient also stated that she does not sit down when placing the vgo on her abdomen and she is not aware if she is placing the vgo on an area of fold.